Event description:
It was reported that the implanted lv lead had high pacing thresholds, positioning difficulties and the patient experienced diaphragmatic stimulation. The lead was removed. A new lv lead was attempted but not used due to high threshold. A different lead model was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed.